Event description:
This pt was struck on the head in the area of the implant. Upon x-ray, the impact caused the internal magnet to dislodge from the device. The pt will require revision surgery to replace the magnet or reimplant a new device.